Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device worked for a small period of time before the blade became inactive and was no longer able to cut through tissue. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01585. The same pt is represented in each medwatch.